Event description:
A consumer reported that their thermometer had given an inaccurate reading. The alleged device gave a reading that was three to four degrees higher than the pts' actual temperature. The pt went to the hospital believing that they required medical attention. There were no further complications and the pt is doing well now.